Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
It was reported that during the pre-test the dermatome wasn¿t running at correct speed and appeared to lag. The dermatome did not ever completely stop. The fault was during the pre-test performed by the surgeon. No additional event information available.

Manufacturer narrative:
(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the machine was not running at correct speed and it was lagging and losing power. No adverse events were reported as a result of this malfunction.